Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery (silver nitrate) to remove the excess skin on (B)(6) 2025. The abutment was also removed and replaced with a longer length abutment during the same surgery. Additional information has been requested but has not been made available as of the date of this report.